Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Review of the transmission revealed a premature decline in the battery life of the pacemaker. It was noted that there was high capture threshold. No programming changes were made to the pacemaker. There were no adverse consequences to the patient.

Event description:
New information received notes the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.